Event description:
It was reported that the time and date of the cardiosave iabp (intra-aortic balloon pump) were incorrect.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, b5, b6, b7, d9, d10, e1 (initial reporter, event site telephone, event site email), e2, e3,g2, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. The getinge field service engineer (fse) that discovered the issue, checked and found that when the machine was turned on, the time and date of the machine did not match the current date. After checking, it was found that when the machine was turned off, the time and date of the machine would stop. And will count only when the machine is turned on. From the test, it was found that the real time clock is deteriorated, so a price quote must be offered to replace the new executive board because this machine is an old board. After sending the price quote to the hospital, the customer stated that they would not request to repair the machine.

Event description:
It was reported by getinge feild service technician during preventive maintenance that the time and date of the cardiosave iabp (intra-aortic balloon pump) were incorrect. There was no patient involved.